Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three decontaminated samples were received at the manufacturing site for evaluation. Upon a visual evaluation of the three samples, the reported issue was confirmed. The separation of the purple connector was observed in two of the three samples returned. As part of continuous improvements, a formal investigation was opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during feeding tube use, the purple hub where the syringe connects, falls off of the tube. There was no leaking noticed prior to this occurring. The tubes were only in use for up to two days. There was no patient harm.